Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) wherein it was taking an excessive amount of time to fully charge. The patient was experiencing difficulty with the connection between the charging puck and the ipg. The physician performed a palpated evaluation of the ipg and assessed that it was placed deeper than normal when initially implanted. The patient underwent a revision procedure where the ipg was relocated more superficially to achieve effective charging. The patient was doing well postoperatively. It was also noted that bipolar cautery was used during the revision procedure.